Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. The electrode was returned in two segments which was severed approximately 175 millimeters (mm) from the terminal end. Both segment ends show signs of abrasion worn through the outer insulation and inner insulation breached, with jagged edges 90 degrees from one another. The inner diameter of the outer insulation has coil depressions, and the outer coils stretched out and deformed. Calcification was observed inside the inner coil of both segments returned. Also, electrical continuity testing, and x-ray passed indicating conductors are intact on each segment returned. Further, cause traced to device design was selected based on the direct observation of fractured lead outer and inner conductor(s) consistent with clavicle/first rib crush. Fractured lead conductors are considered a design issue when the field report indicates the damage occurred during normal use.

Event description:
It was reported that this right atrial (ra) lead was explanted due to unknown reason. A new lead was placed. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was explanted due to unknown reason. A new lead was placed. No additional adverse patient effects were reported.